Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital due to (B)(4) colored urine, elevated lactate dehydrogenase level to 2100 u/l (was 600-700 u/l), and abdominal pain. On (B)(6) 2015, the patient¿s pump was exchanged.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. The device was returned assembled with the driveline cut approximately 9¿ from the pump housing, and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of pump upon disassembly revealed a small deposition adjacent to the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. The origin of this deposition could not conclusively be determined. Its areas of slight denaturation indicate that it was present while the pump was supporting the patient. Although a root cause for the formation of this deposition could not be conclusively determined through this evaluation, it may have contributed to the patient¿s elevated lactate dehydrogenase. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.